Event description:
The following event originated from a foreign distributor in the (B)(4). The distributor reported "fluttering" in p a/c neonatal mode. The flow curve shows significant "saw tooth" shape over the entire inspiratory phase. No pt involvement.

Manufacturer narrative:
(B)(4). The distributor's field service technician evaluated the device and determined that the most likely cause of the reported event was that the device's flow control valve needed to be re-characterized. The distributor's field service technician re-characterized the device's flow control valve which resolved the issue.